Event description:
The user facility reported that the procedure performed was a percutaneous transhepatic biliary drainage (ptbd). The patient had advanced gallbladder cancer, biliary cancer metastasis, biliary stenosis, stent occlusion cholangitis which led to the ptbd. Observed from the epigastric region, the b3 peripheral site was dilated to 7.2 millimeters (mm). The portal vein ran throughout b3 on the surface, making it extremely difficult to secure a puncture line. There was a position where the portal vein slightly deviated from the line due to respiratory fluctuations, therefore, a puncture was performed from the same position. Locally anesthetize the subcutaneous area, the liver surface, and the puncture line, and puncture was performed using an 18g ptbd needle. Although the distal end entered b3 on the ultrasound, the bile could not be withdrawn. When angiography was performed, b3 peripheral site was drawn; however, the central side was not drawn. Although seeking was performed using a 0.035 radifocus, the distal end entered the liver parenchyma and hepatic vein. It was presumed that the echo screen and the actual needle tip were different. Puncture from the involved site was abandoned. A line was identified that could barely avoid blood vessels on the more central side and performed puncture. Since the diluted bile was withdrawn, it became possible to insert a gw into the extrahepatic bile duct using 0.035uchida. Dilation was performed using a 7 french product, and a 7 french balloon catheter was inserted in the vicinity of ucsems. After confirming that drainage was good, the balloon was dilated with 0.5ml of distilled water and the procedure was finished. However, it was clarified that the coating on the 0.035 radifocus was peeled off, and it remained in the patient's body. Therefore, a computerized tomography (CT) scan was performed after the procedure. The fractured piece of guidewire remained in the patient's body. The procedure outcome was not reported. Some material remained in the patient's body and was unretrievable. The event occurred intra-operative. The event results did result in patient injury and medical/surgical intervention was not required.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k926214. Visual inspection of the actual sample found that the outer layer had been peeled off, and the wire had been exposed. Magnifying inspection of the actual sample obtained the following results. The outer layer had been peeled off at approximately 92mm - 150mm from the distal end (approximately 58mm long). The part where the outer layer had been peeled off was returned to its original position on the wire. No significant missing was found at approximately 92mm - 100mm from the distal end. The outer layer was missing at approximately 100mm - 150mm from the distal end (approximately 50mm long). The end at approximately 100mm from the distal end was straight and had a step. The end at approximately 150mm from the distal end had a gentle slope. The fractured surface was smooth. The outer layer had been partially peeled off over half the circumference. The outer layer had been scraped in the vicinity of peeled section of outer layer. Scratches were found here and there in the range of approximately 25mm - 90mm and 155mm - 415mm from the distal end. No anomaly such as a scratch was found in other sections. Measurement of the dimension found that the outer diameter of the normal section met the factory's specifications. No anomaly was found. Review of the manufacturing record and the shipping inspection record confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot number from other facilities. Simulation test: we have experienced that when radifocus guide wire m was used in combination with a metal needle, the outer layer was peeled off. When the outer layer peeled off at the time the involved product was used in combination with a metal needle, the following characteristics were confirmed. The outer layer was peeled off over half the circumference, and the wire was exposed. The fractured surface of outer layer was smooth. The distal side of peeled outer layer was straight and had a step. The rear end side of peeled outer layer had a gentle slope. These characteristics were likely to be similar to those of the actual sample. Based on the investigation result, it was inferred that since the actual sample was operated in the removal direction while it was used with the metal needle in combination, it came into contact with the metal needle and the outer layer peeled off. The missing length was likely to be approximately 50mm. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.